Event description:
It was reported that during the placement of a central venous catheter (cvc), the procedure was not ultrasound-guided and was initially smooth, when pulling back the guidewire, resistance was encountered. An echocardiogram was used to assess the situation, revealing a kink in the guidewire despite the initial smooth insertion. The guidewire was forcibly removed, and upon removal, it was found to be kinked. There was no clear cause for the kink in the feeder during placement. The guidewire has been removed; does not seem to have caused any complication. After this, the procedure was restarted for cvc placement.

Manufacturer narrative:
Qn#(B)(4). The customer provided three images showing a guide wire. Visual analysis revealed major kinking towards what appears to be the distal end. The customer also returned a single guide wire and the product lidstock for evaluation. The catheter involved with this complaint was not returned. Visual analysis revealed three major kinks across the guide wire. A large continuous bend was also noted along the kinking. Microscopic examination confirmed the damage and revealed that the distal j-bend was misshapen due to the severity of the kinking. Microscopic examination also revealed that the distal and proximal welds were observed to be full and spherical. The major kinks on the guide wire measured 348mm, 360mm, 411mm from the proximal weld. The guide wire total length measured 452mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.80mm, which is within the specification limits of 0.788m-0.826mm per the guide wire product drawing. Functional analysis could not be performed on the guide wire due to the severity of the damage. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through analysis of the returned sample. Visual analysis revealed three major kinks and one large bend on the guide wire. Despite the damage, the guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the report is consistent with damage due to unintentional use error; however, without the catheter also returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the placement of a central venous catheter (cvc), the procedure was not ultrasound-guided and was initially smooth, when pulling back the guidewire, resistance was encountered. An echocardiogram was used to assess the situation, revealing a kink in the guidewire despite the initial smooth insertion. The guidewire was forcibly removed, and upon removal, it was found to be kinked. There was no clear cause for the kink in the feeder during placement. The guidewire has been removed; does not seem to have caused any complication. After this, the procedure was restarted for cvc placement.